Event description:
Mda reported that the stainless steel femoral component was removed from the pt, having been implanted for three years. The device was removed due to persistent pain. Upon removal, the surgeon discovered considerable pitting and corrosion along the medial stem of the implant. The cement mantle was intact and considerable force was required to remove the stem.